Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, the balloon catheter would not inflate. The sds was successfully withdrawn from the pt using a microsnare. Subsequently, another sds was successfully advanced and deployed at the target lesion site. There were no clinical sequelae reported relative to this event.